Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air inline/set) alarm. His event occurred during drain two of five. The patient was not connected at the time of the alarm. The patient stated that the transfer set had become disconnected from the patient line while they were sleeping. The technical service representative assisted the caller in clearing the alarm and removing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the transfer set had become disconnected from the patient line which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.